Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not start the infusion. After the pump was programmed, prior to attaching the intravenous (IV) tubing to the patient, the nurse 'ran' the pump to make sure it was infusing appropriately. The pump sounded like it was running/pumping and it was 'counted down' the number of ml (from 250) but no fluids were flowing out of the IV tubing. This occurred in the neuroscience intensive care unit (nsicu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.